Manufacturer narrative:
(B) (4). The intraocular lens is currently undergoing evaluation at the manufacturing site. A follow-up to this MDR will be submitted upon completion of the iol analysis. The lens met all manufacturing specifications prior to release.

Event description:
It was reported that the 9800 system would intermittently not save cine images. No pt injury was reported.

Event description:
A surgon reported a patient with an unexpected post operative refraction following intraocular lens (iol) implant surgery. The iol was removed and replaced with a different model and diopter lens without complication.

Manufacturer narrative:
The returned intraocular lens was measured for diopter and is correct as labeled, 5.0 diopters. While we were unable to determine the cause of this event, our investigation reasonably suggests, it is not manufacturing related.